Event description:
The sales consultant reported that the crescentric saw blades had excessive rust. These blades were loaned to a customer to perform surgery. The surgery was completed successfully. No patient harm. This complaint is 1 of 7 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The visual evaluation found slight rusty spots next to water spots of the device. The evaluation determined that the reprocessing and storage of the instrument was not made according to synthes guidelines and that the saw blades were not stored dry. All records indicate the product was manufactured to specifications.